Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gm1401021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. As the sample was not returned for evaluation, a complete device analysis could not be completed. The cause of the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the sponge of a minicap was ¿out of minicap¿. This was found before use. There is no patient involvement. No additional information is available.